Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol)implant procedure, in a postop visit it was noted that the iol was dislocated. On exam, the iol haptics were noted to be damaged/broken and encased by the dexamethasone intraocular suspension in the eye. Additional information was requested.